Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following a left heart cath, the tech followed correct trb application guidelines for air injection; injected 18ml while removing sheath, titrated out until bleed back, injected enough air to stop bleeding. He was not sure how much total air was placed in the band. Bleeding occurred within minutes of band placement and before the patient was transferred to recovery. He stated he could see the pillows in the band losing air slowly. The registered nurse (rn) applied manual pressure proximally to the access site, while he removed and replaced with a new tr band. He confirmed the secondary device achieved hemostasis and no bleeding complication reports from recovery were received. The patient was stable discharged normally with no injuries. The blood loss was less than 250cc.